Event description:
It was reported that a 39-year-old female patient who underwent breast augmentation revision with mentor medical devices (sm mpp gel 400cc, date of implant (B)(6) 2025) has experienced thinning out of the lower pole of the left breast and as a result the left implant self-explanted. It was also reported that the patient developed capsular contracture bg-iii-IV in the left breast. Also, bottoming out of the right implant was reported, as a result the patient underwent the right implant explantation, excision of the lower pole of the right breast, and culture taken and washout of the left breast pocket on (B)(6) 2025. Should additional information become available, this case will be re-assessed and notes will be updated. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).